Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 400 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer report that the insulin pump was under delivering. However, customer was assisted to troubleshoot for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The reservoir will not be returned for analysis and insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Insulin pump passed the delivery accuracy test at 0.08710 inches. (B)(4).